Event description:
Updated event description: a surgical delay of 30 minutes was noted. The device malfunction was noted at the very beginning of the surgery and the procedure was completed using the overspinning pump. The patient's leg was very swollen. Patient status was reported as fine. (B)(4) was created related to this complaint for the 2nd case previously reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint states that the device was discarded by the customer, therefore not available for evaluation. We cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10, h3: it was reported on the previous report that the device was returned. Upon investigation, it was determined that the device returned was not the same device that had the issue. Although it was the same lot, the device returned was new and never been used. All fields have been updated to reflect that the device was not returned for investigation. Additional information: investigation summary ==> according to the information provided, it was reported that the fms pump didn¿t stopped running and filling it¿s chamber with water. Furthermore, it was reported that there was an air leak in the line, or at the pressure sensor connection,the same tubing inflow lot used in two pumps with the same failure therefore the customer suggest that it would be useful to check if there is any air leak source in the tubing of the lot. The 15 tubing inflow lot was received. During evaluation, the reported issue was not found as the visual observation revealed that the 15 tubing inflow received was new and never used. Therefore, the device could not be evaluated for the failure. Therefore, the complaint cannot be confirmed without the tubing inflow reported in the complaint. Additionally, no other fault was found. The possible root cause for the reported failure cannot be determined as the reported device was not returned for investigation. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number on 11-26-2019, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number on 11-26-2019, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
Jw 9.9.20it was reported by the affiliate via cst that the fms pump didn¿t stop running and filling it¿s chamber with water. It occured already the day before. They sent a loaner pump and it happened again. Additional information later provided by the affiliate reported on 2 different days, with 2 different fms vue I pumps, the irrigation roll started spinning ecessively, starting emitting a loud noise. On the first case, the pump was stopped and the tubing changed, and the surgery could be performed without any further issue. We sent an loaner to make sure that the customer's pump isn't in use before it gets checked by our technical service elsg. On the second day, the same problem occured with the loaner, used by another surgeon and another team but with the same inflow tubing lot. And this time, despite on the noise and the obvious problem in the behaviour of the pump, the surgery has been performed without changing the tubing or any further check. And unfortunately, the tubing used for that surgery has not been kept and has been thrown away by the or staff. It was reported the patient did experience some swelling but intervention was not required and harm was not reported. The affiliate also reported 15 pieces of the product; lot 5555, will be returned.